Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed unexpected error message. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was not expected to be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but unexpected a33 alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to a33 alarm.